Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Also reported "right mass sensation", "presence of focal lesions or suspicious enhancements" which is not related to the device. The device was explanted.